Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Hospital nurse reported that a peritoneal dialysis patient encountered a patient line blocked alarm during fill 2 of 5. It was reported that the patient was currently in the hospital when the treatment was being performed. The cause of the patient¿s hospitalization is unknown. Additional information was solicited.